Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of the product was completely broken into two pieces and was retained inside the patients bladder which caused a surgical delay of more than 60 minutes. The procedure could be completed successfully.